Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a clogged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 350 mg/dl (19.4 mmol/l) between 49 and 71 hours of wearing the pod. The patient reported they tried to do a correction bolus, but the levels did not decrease. The patient then deactivated the pod and when checking the cannula, it was found to be blocked with blood. The patient also stated that the area on their abdomen was slightly red. A new pod was applied and worked normally, lowering the bg levels